Event description:
A customer reported that there was x-ray radiation exposure to staff. High readings on dose meter were reported to be over 100 micro sievert in operator console area during normal scans. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).